Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time there is no additional information. If additional information becomes available this report will be updated. Upon receipt, a thorough evaluation of the product was performed. Engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. This issue is discussed in the q2 2010 product performance report.